Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on normally. A review of the pump history indicated that rebooting had occurred, which could not be duplicated during testing. There were no alarms related to the complaint noted in the pump history. There was no damage found to the battery cap, battery compartment, and power circuit. The battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no power issues or alarms occurring.

Event description:
There is no adverse event associated with this complaint. It was reported that the pump lost prime multiple times. Customer support determined that there was evidence that the loss of prime may have been the result of the pump rebooting without user intervention. The complaint is being reported because power loss can result in under delivery of insulin.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.